Event description:
In (B)(6) 2024, the user experienced a minor fall with no serious injury, resulting in a gradual deterioration of hearing performance with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and follow up report.